Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mp70 patient monitor did not announce a tachycardia alarm for a neonatal patient in the nicu on (B)(6) 2020. The device was in use monitoring a neonatal patient at the time of the reported event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.